Manufacturer narrative:
(B)(4) for the reported event of clip failed to release from the catheter. Mfg. Site name - (B)(6). The device has not been received for analysis. Should the device become available for analysis and there is any further relevant information, a supplemental MDR will be filed. (B)(4).

Event description:
It was reported to boston scientific corporation that a resolution clip device was used in a procedure on an unknown date. According to the complainant the clip did not work and "won't fire." However, the nature and cause of how the clip did "won't fire" is unknown. Attempts to obtain additional information regarding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted. No patient complications have been reported as a result of this event.